Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25152235 and 25148373 the last 2 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lot # 25148691 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #16990- during inspection of material # rm2041155, batch # 1925002577 and 1925002795, operator noticed (while opening vendor packaging) white chalky residue on components. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The metal cutting and sealing part of the hemopro 2 jaws has delaminated from the jaws. This happened mid case. No patient harm reported. A new device was opened to finish the case.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The metal cutting and sealing part of the hemopro 2 jaws has delaminated from the jaws. This happened mid case. No patient harm reported. A new device was opened to finish the case.